Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and fever. The same day as peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (125mg, every 72hrs, intraperitoneal, ongoing), injection meropenem (1gm, once daily, intraperitoneal, ongoing) and injection amikacin (125mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was not recovered from peritonitis. Nine days after the event onset, the pd therapy was put on hold, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.